Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The ethernet cable was returned to the manufacturer for analysis. Analysis found that the cable was pinched, damaging the cable jacket. The shield wire was exposed but there were no bare conductors. No opens or shorts were identified. Analysis found that the reported event was related to physical damage.

Event description:
Medtronic received information regarding a navigation system. It was reported that the ethernet cable was pinched and damaged. There was no patient present when this issue was identified.